Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c62 was damaged and leaked. The following information was provided by the initial reporter: during preparation, as the pharmacist is injecting chemo into the c62, a leak was detected from the y site of the c62. It happened in the beginning so minimal drug was lost.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Upon visual inspection, the photo indicates where the leak was occurring, however, no evidence of a leakage was observed. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12100, all product was manufactured according to specification. Twenty retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. Product undergoes inspections throughout manufacturing according to procedure. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. While we cannot identify a direct issue, it is likely this incident occurred due to uneven distribution of the solvent used to join the spike and tubing by personnel.

Event description:
It was reported that secondary set c62 was damaged and leaked. The following information was provided by the initial reporter: during preparation, as the pharmacist is injecting chemo into the c62, a leak was detected from the y site of the c62. It happened in the beginning so minimal drug was lost.